Event description:
It was reported that there was a hole in catheter with an unknown date. The patient's status was undetermined at the time of the report. The drug being used in the pump was unknown additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).